Event description:
It was reported that the lead exhibited high/varying thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The defib conductor was found to be fractured. An additional fracture was noted (overstress). Both the defib and the distal conductors were distorted. Blood/body fluid was found on the outer tubing overlay, which was also melted and exhibited cosmetic environmental stress cracking (esc). The outer tubing was kinked/buckled and was noted to exhibit esc breach/breach (non-electrical). The outer insulation was torn and breached cut, and exhibited a cosmetic depression. The inner insulation was kinked/buckled, and blood was found in/on the helix/lobe mechanism. The analyst also noted that the interior svc defib cable fractured (overstress) at 39cm, the exposed coil continuity was complete, and the interior rv defib cable fractured at 25.1 cm.